Event description:
It was reported that two times during a case, the programmer rf (radio-frequency) head could not detect the device, until the cable was pushed hard into the programmer port and held there for a few seconds, although the connection did not feel loose. There were no patient complications. One of the power compartment closure tabs is also broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was able to confirm that pushing on the radiofrequency (rf) head port would activate a device. The rf head port was loose and moved from side to side, the port was also broken at the pins, the solder joints were still intact. It was also noted that the power cord bay latch was broken. (B)(4): the rf head was analyzed and no anomalies were found.